Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system had a problem with ordered amount or amount units when trying to remove the medication zinc a01596. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer's pis system changed the formulary item's strength from 50mg to 220mg, but the orders being sent over were still for 50mg doses. A technical support specialist explained that this change to the formulary item had turned the orders into fractional dose orders, but the cubie pocket where the item was loaded did not allow fractional units to be removed. User un-did the item strength change in pis system and set it back to 50mg. The system functioned as intended after the technical support specialist troubleshot the device.